Manufacturer narrative:
Citation: sarah j. Gutman. Emergency percutaneous aortic valve replacement in a patient with a cervical spine fracture secondary to critical aortic stenosis. Heart, lung and circulation. 2015; 24, e41¿e42. Doi:10.1016/j.hlc.2014.10.012 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of (B)(6) year-old female patient with severe aortic stenosis who underwent implant of a medtronic evolutr (serial number not provided). The valve was inserted using the inline sheath through the right femoral artery. The valve was deployed 5mm below the native annulus resulting in mild paravalvular leak (pvl). A post-balloon aortic valvuloplasty (bav) was performed resolving the pvl. Complete heart block (chb) was noted and a subsequent permanent pacemaker was implanted. No additional adverse patient effects were reported.